Manufacturer narrative:
The insulin pump powered up properly after battery installation. It was received with operating currents within specification. No unexpected battery out limit alarms noted. It passed the rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms noted. No traces of moisture were noted at electronic or motor assemblies per visual inspection. The device had a cracked case at display window corners. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's parent reported via phone call that the insulin pump had battery out limit alarm and button error alarm. The blood glucose at the time of the incident was 327 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.